Event description:
An aus device was implanted on 1/24/83. Info received on 5/1/97 indicates the cuff was revised, date not provided. Add'l info received on 5/1/97 indicates the cuff was removed from the pt and replaced due to atrophy, date not indicated. Ams has requested add'l info.